Manufacturer narrative:
Additional information was obtained from the physician that the frame loop entanglement was likely related to the patient¿s small anatomy and very small ascending aorta (less than 30mm in diameter) which pointed the frame loops into an inward arc position. The valve was subsequently explanted and successfully replaced. The physician stated that the corevalve explant was related to the patient¿s anatomy/condition and no malfunction of the product was observed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic heart valve, the tabs of this delivery catheter system (dcs) did not release from the valve's frame loops. It was reported that the deployment difficulty was related to patient anatomy/calcification. A balloon was used to further expand the valve and release it from the dcs. It was reported that the patient's status was declining during the extended procedure. The valve was successfully implanted with no adverse patient effects. It also was reported that the patient was sent to an operating room for treatment of calcification that was not related to the implant procedure of this valve.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported by the physician that the entanglement was likely due to the patient's narrow ascending aorta diameter (which would keep the valve frame loops/struts pointed more toward the lumen of the aorta and toward the catheter) and that the frame loops released after the use of a balloon (which would expand the frame loops away from the dcs). It was reported that the subsequent device explant was related to patient anatomy and condition, and that the explant was not related to a device malfunction.

Manufacturer narrative:
Device was not returned for analysis, the customer discarded the device. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history review and investigation is in progress. Once the review and investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.